Event description:
During index procedure, the pt had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid rca. The same day the pt suffered a mi. It was not indicated whether the reported mi was related to the target vessel. The investigator did not indicate whether the reported event was related to the study device. (Ref MFR # 9612164-2011-01268).

Manufacturer narrative:
(B)(4). Evaluation results: (myocardial infarction).